Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic liver resection, the stapler used along with white staple load malfunctioned and did not completely re-staple across the artery. When the stapler was released, the patient bled out. They converted to open procedure. The doctor opened the abdomen and repaired the artery.